Manufacturer narrative:
Initial reporter name and address: this event was reported by the patient. Date rec¿d by MFR: other: hc incident report reference no (B)(4); submitted to hc (health (B)(6)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that obtryx halo single system was implanted into the during a procedure performed on (B)(6) 2018. After implantation of the device, the patient began to experience pain in the hip, severe right groin pain and lower back pain. Reportedly, the patient went for a consultation soon after the vaginal sling was implanted because the pain was too severe.